Manufacturer narrative:
H6 evaluation codes: updated device evaluation: two devices was returned for investigation. Under visual inspection the samples appeared to be in good condition. Functional testing found that after 12 hours the cuffs were still fully inflated. The complaint could not be confirmed. No lot number was provided therefor no device history report (DHR) review could be completed. No trend of similar customer complaints was identified. No action taken.

Event description:
It was reported, that during the use of the product. Leakage of air from the cuff was observed. No patient injury was reported. It has been reported, that no additional information is available for this event.

Manufacturer narrative:
B3: month and year of event have been provided. Day is unknown. D4: lot number, expiration date. H4: manufacture date are blank. No information has been provided to date. G5: 510k is blank. This catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when required.